Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous mid left anterior descending artery. The physician advanced the 2.75x12mm maverick2 balloon catheter to the lesion and on the first inflation, inflated the balloon to 6 atms for five seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt's status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met it's material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.